Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 2127ml, indicating the home patient (hp) drained 1812ml more than their maximum programmed fill volume of 2100ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a use error, as the tidal total uf removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A labeling review for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).